Manufacturer narrative:
E1 initial reporter facility name: the first people's hospital of liangshan yi autonomous prefecture (exceeded the character limit) other e section details were not made available. The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material on the pebax section. Due this condition the device was inspected under a microscope and a hole was observed on the pebax sleeve. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. Although the force sensor error was confirmed during the analysis, the blood found inside the pebax area may contribute to the issue reported at the procedure time; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device number 31095535l, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxsymal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post-procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, there was a deflection issue. The catheter was unable to deflect or relax completely. Additionally, as soon as the first ablation occurred, an error 106 appeared. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
On 3-jul-2024, the product investigation was updated. An escalation investigation was addressed to investigate the force issue. This product issue will be addressed through bwi's quality system. Additionally, the d4 primary UDI number was updated to (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).